Manufacturer narrative:
Corrected information b5, h6. B5: it was reported that a spectrum pump had 'no door open screen. No alarm when door is open and key is out. It gave me system error 320 'latch switch error¿'. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. H6 medical device problem code a070908 failure to sense corrected to a16 protective measures problem. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'did not alarm for open door and key is out and displayed system error 320' was reproduced. A review of the event history log (ehl) revealed multiple occurrences of system error 320 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower hook switch. The lower aux will be replaced to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.